Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018 explanted: (B)(6) 2020. Product type: catheter, product ID 8784, serial# (B)(4), implanted: (B)(6) 2019 explanted: (B)(6) 2020. Product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-dec-2018, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 09-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at 100 mg/ml. It was reported that the pump was inverted and flipping in pocket which cooled (also reported as ¿cooked¿) catheter enough times it fractured. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included x-ray. A new catheter was inserted, and a plastic surgeon performed a capsulectomy and implanted the pump under the rectus fascia. The issue was resolved at the time of the report.